Manufacturer narrative:
As reported, it was alleged that the sorbafix enhance fasteners was found damaged while compressing into the cooper's ligament. There was no reported patient injury. Based on the available information and without having the sample available for investigation, we are unable to determine a definitive root cause for the reported event. However, it is possible that the event occurred due to the attempt to fixate into a hard structure. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2020. The precautions section of the instructions-for-use (IFU) states, insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. Additionally, fixation into bone and cartilage is contraindicated in the IFU. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported on (B)(6) 2020, during a laparoscopic inguinal repair fasteners of a sorbafix enhanced fixation device were damaged while compressing into the cooper¿s ligament. As reported, the fasteners broke. The tip of the fastener is fixed and remains in the patient¿s cooper¿s ligament. The rest of the fastener has been removed. There was no reported patient injury.